Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. Upon evaluation, the monitor displayed a service code 102 and failed functional testing. The cause of the service code and test failure was isolated to an open circuit on the c/a board between connector j1000 and the q9 transistor. Additionally, the monitor showed signs of excessive physical abuse, the monitor case was cracked, the c/a board was bent and multiple components on the ca board showed signs of physical damage. No adverse event resulted from the defective monitor.

Event description:
While evaluating a patient's monitor for an unrelated issue, a reportable problem was found. The monitor displayed a service code 102 and failed functional testing.